Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed records of call service alarms. On examination, the display lens was found to be deeply scratched on the top of the screen. On investigation, the display was clear and without discoloration. No ink spots were observed on the display screen. During testing, the pump emitted a call service alarm when powered on. A single component failure on the printed circuit board was identified to be the cause of the alarm. The component was replaced and the call service alarm on start-up was resolved.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (ink spots) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).